Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula (avf). A 4mmx15mm wolverine peripheral cutting balloon was used for treatment. During the procedure, at third inflation, it was noted that the balloon ruptured at nominal pressure for each inflation within 30 seconds. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported and the patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula (avf). A 4mmx15mm wolverine peripheral cutting balloon was used for treatment. During the procedure, at third inflation, it was noted that the balloon ruptured at nominal pressure for each inflation within 30 seconds. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported and the patient was good post procedure.

Manufacturer narrative:
A2: age at time of event: patient is 18 years or older.